Event description:
The customer reported that during fluoro, a black shadow appeared on the monitor cart.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The plan to check the system is currently under negotiation with the customer.